Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, there was a tear in the continuous curvilinear capsulorrhexis and the lens touched the iris during insertion into the eye. At the seven days postoperative visit, the patient had pigment dispersion with increased intraocular pressure that required treatment with an ophthalmic drug. Additional information was requested.

Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the upper part of the iol was in the bag and the lower part was out with the haptic touching the backside of the iris, which caused the scattering of the pigment. One week later a lens repositioning was performed and the lower haptic was placed into the capsular bag. The next day, blood in the anterior chamber caused the intraocular (iop) to increase to 40 mmhg. The following day, the blood cleared and the iop decreased. The iop crept back up over the following four days. A prostaglandin eye medication was then prescribed to control the pressure.